Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient required continuous hemofiltration/hemodiafiltration (chdf) to treat acute kidney injury (aki). Per the physician the aki was cause by hemolysis which the patient developed during pump support. The patient did not receive treatment for hemolysis. No further information was provided.